Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. The initial reporter could not identify that a s+n product was involved in the adverse event, therefore, we do not have a way to determine if s+n is the legal manufacturer of the implicated device. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed. Internal reference number: (B)(4).

Event description:
It was reported that, after a back surgery had been performed on 2009 in which an unspecified titanium prosthesis was implanted in the patient¿s back, the patient experienced the loosening of a screw, as allegedly confirmed by a cat/CT scan performed recently. It is unknown if a medical intervention and/or revision surgery has been performed or scheduled to treat this adverse event. The patient could not identify that a s+n product was involved. The current state of health of the patient is unknown.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
Us legal. It was reported that, after a back surgery had been performed on 2009 in which an unspecified titanium prosthesis was implanted in the patient¿s back, the patient experienced the loosening of a screw, as allegedly confirmed by a cat/CT scan performed recently. It is unknown if a medical intervention and/or revision surgery has been performed or scheduled to treat this adverse event. The involvement of smith and nephew implants as part of the construct originally implanted in the patient¿s back could not be discarded, and the patient current health status is unknown at this time.